Event description:
A healthcare facility reported that the patient had elevated intraocular pressure (iop) following cataract surgery with a synechiolysis procedure in the left eye. The iop prior to surgery was 23mmhg. The iop was elevated postoperatively at day 1 at 50mmhg and the increased iop lasted for four (4) weeks and was treated with a preserflo device. The patient has not recovered and the iop is currently at 33 mmhg.

Manufacturer narrative:
The device was discarded. The investigation is ongoing.

Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.